Event description:
The device was revised due to "autoinflation". The surgeon reduced the reservoir fluid volume by 16 cc's and replaced the rear tip extender(s), and changed connector(s). Additionally, it was stated that the "device component(s) were destroyed."